Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was erroneous results and difficulty in distinguishing between sodium and lithium heparin tubes and putting specimen in wrong tube. The following information was provided by the initial reporter. The customer stated: "tubes are getting false positive results and concerned about the cap color. Sodium heparin has the same color cap as lithium heparin." Customer is reporting false positive lithium levels on product 367884 when they meant to use product 367871.

Event description:
It was reported when using the bd vacutainer® sodium heparinn (nh) blood collection tube there was erroneous results and difficulty in distinguishing between sodium and lithium heparin tubes and putting specimen in wrong tube. The following information was provided by the initial reporter. The customer stated: "tubes are getting false positive results and concerned about the cap color. Sodium heparin has the same color cap as lithium heparin." Customer is reporting false positive lithium levels on product 367884 when they meant to use product 367871.

Manufacturer narrative:
This MDR is being canceled. This is a duplicate submission reported under MFR report #1917413-2022-00538.